Event description:
While servicing the ventilator, the manufacturer's field service technician noted a low charging voltage. The service technician replaced the power supply to correct the findings. If there is insufficient charging voltage from the ventilator to the backup battery, during a loss of ac power event while the ventilator is in use it won't successfully transition to the backup battery dc power and will shut down. The customer did not report an occurrence of the reported finding during any previous usage. The ventilator was not in use on patient, therefore there was no patient harm or involvement. Performance verification testing was completed and all tests passed to operating specifications.